Manufacturer narrative:
Concomitant medical products: product ID 7496-51, serial# (B)(4), implanted: 2000-(B)(6), product type extension, product ID 3982, serial# (B)(4), implanted: 2000-(B)(6), product type lead, product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 3982, serial# (B)(4), implanted: 2000-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient¿s device was explanted due to infection. The patient told his physician that he felt his recent implant was infected because he thought he handled the implant prior to surgery. Despite repeated explanations, the patient was insistent that he handled the sterile product. The patient was shown a demo unit that was clean and not in packaging, but not the actual implant that was in a sterile box and unopened until it was handed off to the nursing supervisor during the surgery. The device will be replaced in the future. It was further reported from the patient¿s health care professional that the patient had received peri-operative antibiotics. The onset/diagnosis was stated to be 2014-(B)(6). The patient had a fever, redness, swelling, drainage, pain and the incisional wound had opened. The location of the infection was stated to be the device pocket and the lead track. A culture of the device pocket was obtained. The lumbar region was also cultured, as was blood. Staph aureus was found on the culture. The patient was given intravenous antibiotics in addition to the explant. The explant occurred 2014-(B)(6). The infection did resolve. It was noted that diabetes and post-operative wound/skin contamination were risk factors prior to implantation.